Event description:
Caller alleged imprecision with inratio meter.

Manufacturer narrative:
All inr results provided by the customer were performed more than three hours apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Per general description of the complaint, patient changes his own doses based on his inr readings. No products are expected to be returned. Strip lot information was not provided. This complaint issue will be subject to trending and tracking. No corrective action required at this time as no product deficiency was established.